Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during drain 2 of 5. The hp stated she disconnected and was not connected at the time of the alarm; however, did reconnect after the alarm occurred. The technical service representative (tsr) explained the alarm indicates air entered the set up and assisted the hp to clear the alarm. The hp confirmed she will do a manual exchange to complete therapy. There was no report of patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2/5 was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. There was no allegation of product malfunction reported by the customer; therefore, the sample was not requested for evaluation. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).